Event description:
Wire shredded while removing. Nothing broke in pt.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexh2149 showed no other similar product complaint(s) from this lot number.